Manufacturer narrative:
"Product surveillance registration mechanical circulatory support therapy base" investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized for a chronic driveline infection. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, driveline infection is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of driveline infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Information related to the implantable cardioverter defibrillator (ICD) infection and subsequent system removal is reported in regulatory report #2649622-2023-35367. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized and a one month course of antibiotic regimen was attempted and the patient was monitored for ongoing infection. The patient presented three (3) months later with worsening symptoms related to the chronic, recurring driveline infection. The patient was re-hospitalized and cardiology was consulted. There was an observed scabbed sinus tract in the presence of the driveline infection and the patient required removal of implantable cardioverter defibrillator (ICD) and leads with temporary pacing wires placed due to the chronic driveline infection likely causing the ICD system to become infected as well. An x-ray showed the vad in position and a chest computerized tomography (CT) showed circumferential soft tissue thickening surrounding the driveline coursing along the ventral abdominal wall which was suspicious for infection. There was also a finding of circumferential fluid surrounding the endograft, especially proximally which could be postoperative changes but chronic driveline infection could no be excluded. Incision and drainage (I&d) of the driveline exit site was performed at the time of ICD and lead re moval.